Manufacturer narrative:
The suspected lot # is r20j14056. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system, non-dehp solution set was leaking where the drip chamber meets the tubing. This was observed during use on a patient for an etoposide infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available..

Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H4: the suspected lot # r20j14056 was manufactured on october 15, 2020. H10: two (2) actual samples from the suspect lot # were received for evaluation. A visual inspection was performed using the naked eye which observed that the tubing was not correctly assembled inside of the drip chamber. Dimensional testing was performed and the tubing met specifications. A functional testing was performed including clear passage and pressure testing which revealed a leak between the assembly of the tubing and drip chamber. The reported condition was verified. The cause of the condition was due to improper manual assembly during the manufacturing process. A batch review was conducted on the suspect lot # and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
On october 30, 2023, medwatch reference number mw5146932 was received for this report. Should additional relevant information become available, a supplemental report will be submitted.